Event description:
The explanting of bipolar was performed due to the suspicion of metal allergy. A large amount of lumpy tissue emerged from the hip of the patient. The customer would like to know the amount of polyethylene wear. Event update per review of the clinician's comment: rejected for medical review - spacer noted on x-ray indicates infection, however, cannot confirm infection or reported event.

Manufacturer narrative:
An event regarding infection/ allergy/reaction involving an uhr head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 26 june 2019, this inspection indicated: nothing noteworthy was observed on the centrax prosthesis. Material evaluation was completed and indicated the following comments: the damage observed on the inner taper of the head was consistent with contact against the hip stem trunnion. Eds showed the stem was consistent with an astm f136 alloy and the head and centrax prosthesis were consistent with an astm f75 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: spacer noted on x-ray indicates infection, however, cannot confirm infection or reported event, need operative reports, clinical and past medical history and pathology reports. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: visual inspection was performed as part of the material analysis report (mar), dated 26 june 2019, this inspection indicated: nothing noteworthy was observed on the centrax prosthesis. Material evaluation was completed and indicated the following comments: the damage observed on the inner taper of the head was consistent with contact against the hip stem trunnion. Eds showed the stem was consistent with an astm f136 alloy and the head and centrax prosthesis were consistent with an astm f75 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history and pathology reports are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The explanting of bipolar was performed due to the suspicion of metal allergy. A large amount of lumpy tissue emerged from the hip of the patient. The customer would like to know the amount of polyethylene wear.